Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to exhibit high pacing thresholds and sensing of both right atrial (ra) and rv complexes; dislodgement was suspected. A revision procedure was performed at which time the physician elected to explant and replace the rv lead. The explanted lead was not made available for return. No adverse patient effects were reported.